Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. No further assistance was required, so the case was closed.